Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins). The patient had the spinal cord stimulator first implanted in 2010 and it was not providing the pain management that the patient needed. Consequently, the patient decided to have the implant removed. It was also reported that the patient's orthopedic consultant had told the patient that he was in desperate need of a full right hip replacement. The patient had a great deal of pain from the hip and would like to have the surgery done as soon as possible. The patient made the consultant aware of the spinal cord neurostimulator and, because of this, the patient cannot have monopolar diathermy. The patient's orthopedic consultant wrote to his pain consultant (that previously implanted the spinal cord stimulator) for an opinion and was told that he could have surgery but only using bipolar diathermy. However, in the opinion of the patient's orthopedic consultant, the bipolar diathermy would make the hip replacement more difficult with an increased risk of bleeding. Consequently, he preferred to use monopolar diathermy. The patient had been referred to an alternative pain management unit. The orthopedic consultant had now written to the pain consultant at this unit asking him if it would be safe to use monopolar diathermy for hip surgery after the spinal cord neurostimulator was removed. When the patient presents himself for surgical removal of the implant, the patient thought it was most unlikely that all of the components would be capable of being removed and that he might be left with a small amount of lead in his body. This was the patient's opinion.